Event description:
It was reported that during a coronary stent procedure, the stent became dislodged while attempting to pull the delivery system into the guide catheter. The stent was near the sheath and the physician elected to do angioplasty and retrieve the stent after. He was unable to locate the stent for retrieval. Pt status is listed as "okay".